Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The field has confirmed that this device was explanted. Further information received stated that the device had failed.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for clinical reason, the recipient was borderline for the indication of the soundbridge. The user had no benefit and the device was replaced with another vorp, as the patient was not within the indication criteria for a cochlear implant. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The field has confirmed that this device was explanted. The user had no benefit and the device was replaced with another vorp. The device has been returned for investigation in november 2021.

Manufacturer narrative:
The received information states that the patient was borderline for the indication of the soundbridge. The user had no benefit and the device was replaced with another vorp, as the patient was not within the indication criteria for a cochlear implant. The explantation took place several years ago and the concerned device has not been returned for investigation. This is a final report.

Event description:
The field has confirmed that this device was explanted. The user had no benefit and the device was replaced with another vorp. As the explantation took place several years ago the device will not be returned for investigation.